Manufacturer narrative:
The last calibration performed on 11-nov-2020 was ok and had no alarms. The customer had control warnings for controls initially tested on (B)(6) 2020. Subsequent control results on the same day were ok. Upon review of the alarm trace, sample aspiration errors occurred on another module in the same line. The investigation determined the issue was resolved after the service visit.

Manufacturer narrative:
The field service engineer could not determine a cause. The instrument fluidics were adjusted and verified. Reagent probe rinse levels were low, so these were brought up to specifications. All other fluidics were within specifications. The customer moved the hdl reagent pack to a different carousel on the analyzer. Hdl calibration and controls were run and these were within laboratory ranges.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with hdlc4 hdl-cholesterol plus 4th generation on a cobas 8000 c 702 module. All initial values were reported outside of the laboratory. The samples were repeated and the repeat values were believed to be correct. The reporter mentioned that the issue occurs after the reagent pack is less than half full. The first sample initially resulted with an hdl value of 33 mg/dl, which repeated as 66 mg/dl. The second sample initially resulted with an hdl value of 33 mg/dl, which repeated as 71 mg/dl. The third sample initially resulted with an hdl value of 35 mg/dl, which repeated as 61 mg/dl. The hdl reagent lot number was 44235001, with an expiration date of 30-sep-2021.